Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -delivery liquid with many particles -deposits in the ped. Prechamber permeability test: the test showed that the pediatric prechamber is permeable. Results: based on our investigation results, we cannot identify a malfunction in the prechamber. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the hydrocephalus products (valves/reservoir/prechamber). From our point of view, no further regulatory actions are required.

Event description:
Same event as medwatch # 3004721439-2021-00297.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a ped. Prechamber (part # fv035t) was implanted during a procedure. According to the complainant, the shunt system was believed to be clogged / operating in under-drainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) year, height: 77.9 cm, weight: (B)(6) kg, gender: female. Same event as medwatch #3004721439-2021-00297.